Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/28/2025, it was reported by the patient¿s mother that the patient experienced pain at the wearable site. The next day on 07/28/2025, the mother consulted a physician via phone who advised her to remove the sensor. Upon sensor removal, the mother observed an abscess (pimple) infection at the needle puncture site. The physician prescribed an oral antibiotic medication (amoxicillin, unspecified dosage) and advised to apply heat and pressure to the infection site. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).